Manufacturer narrative:
No product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 28mm mitral annuloplasty band, it was explanted and replaced with a non medtronic bioprosthetic valve. It was reported the failed repair was due to the systolic anterior motion (sam) and there was no malfunction of the 28mm annuloplasty band. No additional adverse patient effects were reported.